Manufacturer narrative:
Upon review, the lead should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Manufacturer narrative:
Further information was requested but not received.

Event description:
During procedure, a positioning problem occured with the right atrial (ra) lead. It is unclear if the leads remains implanted or if it was explanted.